Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. It was re ported by the patient that they had been trying to get a bolus for 30 minutes. Patient said that they turned the devices off twice, but the handset kept saying to try again. Agent had the patient close all apps on the handset and ensure that the handset bluetooth and location services were on. Patient saw that airplane mode was on, so agent had the patient turn airplane mode off. Agent had the patient attempt to connect. Patient said that this morning at 9am they connected and delivered a bolus, however they had troubles. Patient said that then the handset showed they had a bolus available. Patient said that 30 minutes later it was getting worse, but they were able to bolus at 10 am. It was then discovered that the handset was lagging at 91%. Agent reviewed and assisted the patient with clearing the data. Patient was then able to connect to the pump without any lag or issues. Patient was also able to successfully deliver a bolus. Patient would call back if further assistance was needed. When asked for the event date, patient said that it had been quite a while and they would say maybe 3 or 4 months.

Manufacturer narrative:
Continuation of d10: product ID: a820, lot#serial#: unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient indicated that they called medtronic and the person there walked them through by going to their settings. The patient programmer app software version was asked but was not provided.